Event description:
It was reported that foreign body was found in the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign body was found in the sterile packaging.

Manufacturer narrative:
Alleged failure: foreign body found in sterile packaging. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be an inadequate cleaning process and/or uncontrolled environmental conditions. Additionally, a CAPA was opened to address the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.